Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found one brake caster and one brake caster support was damaged. The tech replaced the caster and the caster support to repair the bed.